Event description:
A surgeon reported that the equipment displayed a system message indicating a handpiece error, failed to tune, and produced unusual noise during a cataract with iol (intraocular lens) implant procedure. The system locked and the surgeon troubleshot by converting to a manual technique. The case was able to be completed without pt harm. The other three scheduled cases were canceled. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the phaco handpiece cable adapter. Preventive maintenance was performed. The system was then tested and met product specifications. No sample has been returned to eval and no add'l info has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).